Event description:
During transport, transport ventilator suddenly alarmed, backlight lit up, screen (text) went blank, and stopped functioning. Backup ventilation used. No injury to patient.

Manufacturer narrative:
Seven-year old transport ventilator, has been through heavy use and abuse. Our technician found the q6/q7 transistor pair to be damaged/defective (on the main circuit board). No trend of these parts failing in field.